Event description:
Mainstay medical limited (mml) received information that the device was explanted due to persistent oozing from the wound at the implantable pulse generator (ipg) site. No mml representative was present during the device explant. However, the entire reactiv8 system was reported to have been removed without complications. A culture was taken, but the results were not provided to mml. It is also unknown if the patient was treated with antibiotics. No other information was provided. There was no report of patient harm or injury. The device was never switched on post-implant. The device was not returned for evaluation; therefore, no actual device analysis could be performed. However, the device history record, including sterilization, was reviewed. No relevant nonconformances were found that would have contributed to the alleged wound-healing issue.

Manufacturer narrative:
Mml# (B)(4). Other device explanted. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI# (B)(4).